Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the data management system (dms) data, the system asserted appropriate alerts for four days prior to and after the event date. No further follow up from the customer was received to conduct further investigation. The customer was treated at the hospital and is doing well as of august 01, 2019.

Event description:
User was admitted to the hospital for a hypoglycemic event that resulted in unconsciousness. As of 2019-08-01 the user is doing well.